Event description:
On (B)(6) 2014, there was an incident involving an aeris pressurewire (ref number c12058, lot number 4514652). Here is a brief synopsis: the wire was used as an interventional guidewire s/p ffr for mid-lad lesion. Prior t intervention, it appears there is a kink in the radiopaque wire tip. Intervention was performed, upon removal, part of the distal tip (likely at site of kink) fractured and remained in patient's lm. Multiple attempts were made to retrieve fractured segment without success. After consulting with colleagues/department chair, physician decided to place des at site of wire segment to prevent potential distal embolization. Diagnosis or reason for use: nstemi.